Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa.

Event description:
Unomedical reference number (B)(4). Event occurred in south africa. It was reported that patient faced infusion set leakage at site event on 20-jun-2024. Infusion set has been for less than an one hour. No further information available.